Event description:
Hcp reported pt presented with signs of an infection of the device pocket. These include fever, redness, swelling, drainage, pain and incisional wound opening. Cultures of the device pocket were obtained with questionable results of mrsa. The pt was treated with IV and oral antibiotics. Hcp reports pt's infection is now resolved. No report of device explantation.